Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that he received a failed battery test alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they were working with the new battery. The customer stated that they started to get failed battery test alarm more often. The customer stated that the battery cap was not missing or damaged. The customer stated that the insulin pump started working. The customer declined to continue troubleshooting. The insulin pump will not be returned for analysis.